Event description:
The user facility (a veterinarian hospital) reported that the steel needle cannula broke off during injection in a canine. Follow-up communication confirmed the following additional information: the dog was initially seated for the injection; following insertion of the needle, the dog stood and the "needle tip broke off"; both the vet and the owner heard an audible "click" of the needle breaking; surgical intervention was necessary to remove the detached needle from the subcutaneous fat; and the dog is reported to be "doing well".

Manufacturer narrative:
(B)(4) - this report was not associated with a human patient. Results - based upon returned sample evaluation; based upon reserve sample evaluation. Conclusion - based upon returned sample evaluation; based upon reserve sample evaluation. Visual examination of the returned sample determined that there is visible evidence of bending of needle, both within the cannula mound (proximal end) and the detached distal portion. The cannula was severely bent in one direction, which was sufficient to cause denting of the cannula shaft as evidenced by the profile of the exterior surface and distortion of the lumen to an irregular oval shape. Inspection and testing of retained samples confirmed that there were no defects and product performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined, the returned sample appearance is consistent with excessive bending of the cannula during use. All available information has been placed on file in quality assurance at the manufacturing facility for tracking, trending, and follow-up. (B)(4).